Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was admitted with chest pain, acute mi (myocardial infarction). Coronary artery bypass graft surgery was booked for tomorrow, (B)(6) 2014. The doctor placed the sheath provided in the 7.5fr ultraflex 30cc iab kit in the right femoral artery. After all air was pulled from the balloon, the nurse handed over the prepared iab to the doctor who then failed to advance the iab through the sheath. The sheath was removed with the iab and another 7.5fr ultraflex 30cc iab kit was opened. The second iab (same lot number) was placed through the sheath provided using the same spring wire guide from the first iab (same insertion site). The doctor against experienced difficulty advancing the balloon as it was also a tight fit through the sheath. The patient is currently still in the intensive care unit receiving iabp therapy. The cardiologist is concerned about a hematoma which might have been caused by iab placement due to difficult insertion. There was no reported patient death. Ther was a delay in iabp therapy, however the delay did not cause harm to the patient. Medical/surgical intervention was not required.